Event description:
During a meniscal repair t2 would not deploy. T1 was left unsupported in the patient's meniscus. T2 advanced properly and the click was heard. Repair was a medical tear using an ipsilateral approach. Additional fast t-fix were used to complete the repair. No delay reported and no patient harm resulted.